Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arcticsun device displayed low flow and air leak alerts. This lead to poor control of the patient's core temperature. Therapy was interrupted in order to replace the pads with a second set of pads to correct this issue.

Event description:
It was reported that the arcticsun device displayed low flow and air leak alerts. Therapy was interrupted in order to replace the pads with a second set of pads to correct this issue.

Manufacturer narrative:
The reported issue was confirmed. Visual evaluation of the returned sample noted one opened (no original packaging present), used medium arctic gel pad kit present. All four pads were returned. Visual inspection of the pad surface noted no obvious visible defects such as a cut or tear in the foam. Visual inspection of the clear connectors noted no visible chips and deformities at the ends of all connectors. Zippered sample container bags were adhered to the hydrogel of the returned pads to simulate a liner replacement. The device generated a low flow alarm during the left chest pad testing. According to the test method, the flow rate was found to not be acceptable for the left chest pad.(acceptable range 2.4 l/min. M2). Although the reported event was confirmed, a root cause could not be identified for the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned

Event description:
It was reported that the arcticsun device displayed low flow and air leak alerts.